Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had rash where the garment was cutting under the front and back of her skin. The patient used vaseline to treat the broken skin. Follow-up indicated that the patient's physician prescribed a cream to treat the rash.

Manufacturer narrative:
Evaluation method: code other: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.